Manufacturer narrative:
Correction: g4. The product was not retained for return. A DHR review was conducted and no deviations from the established manufacturing process were identified. Based on the evidence provided by the customer and data review, a kink in the hepatic arterey line was observed. The cause of this kink could not be determined as no product was returned for review.

Event description:
During preparation mode, a kink in the hepatic artery tubing was observed, resulting in reduced flows and pressures. The tubing was found to be bent due to positioning on the device. Repositioning the tubing resolved the issue.

Manufacturer narrative:
Investigation of the reported tubing kink is ongoing. The device was not returned for evaluation. Based on the information provided, the condition resolved following repositioning of the tubing. A definitive root cause has not yet been determined.

Event description:
During preparation mode, a kink in the hepatic artery tubing was observed, resulting in reduced flows and pressures. The tubing was found to be bent due to positioning on the device. Repositioning the tubing resolved the issue.